Event description:
It was reported that patient faced infusion set tape was not sticking to skin event on (B)(6) 2026.

Manufacturer narrative:
Name- tandem. Street-11045 roselle street. City- san diego. State- ca . Zip code- 92121. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.